Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) was confirmed. Upon investigation the belt receptacle pulled from case and both pulse pins bent on the belt connector. The root cause for the damage is physical abuse. The root cause for the bent receptacle and bent pins was physical abuse no adverse events occurred as a result of the defective monitor.

Event description:
(B)(6) 2020 : resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn 07085852 and reported that the belt was unable to recognize an ECG signal.